Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that during an operation with trochanteric fixation nail advanced (tfna), drilling was done next to the blade hole in the nail and the blade was inserted next to it in the femoral head. No further information is provided. This report is for one (1) unk - nails: tfna. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the nail presents signs of heavy drilling marks at the outer surface of the helical blade hole, it is probable that either the connection between the nail and the insertion handle was not properly secured, or the guide wire sleeve/guide wire were off axis prior to drilling affecting the accuracy. However, based on the provided information, the reported allegation could not be related to a nail defect. The proximal femoral nailing system (tfna) surgical technique guide was reviewed, the following statements regarding the relevant parts of the process that could have led to the allegation were found: insertion handle and nail assembly: precautions: ensure that the connection between the nail and the insertion handle is tight (retighten if necessary). If a 235 mm or longer nail is selected, reconfirm that the correct nail (right or left) is assembled. Guide wire sleeve and guide wire positioning: precautions: the distal tooth of the guide sleeve should rest on the lateral cortex. Do not over tighten on the cortex as this may affect the accuracy of the aiming assembly. The guide wire should be centered in the femoral head and neck in both the ap and lateral planes. Confirm guide wire placement, in both planes, using the image intensifier. If the nail must be repositioned to improve guide wire placement, remove the sleeve assembly, and adjust with the insertion handle. Make a new incision for insertion of the guide sleeve. Do not pull on the guide sleeve or power tool to make this adjustment as this could affect the accuracy of the aiming. Helical blade drilling and insertion: note: if the guide wire deflected as it passed into the femoral head/neck, it may be removed before drilling and blade/screw insertion. If the guide wire falls out or comes out when the drill bit is removed, it may be left out for blade/screw insertion. Care should be taken to ensure the orientation of the insertion handle and aiming arm is not altered. Precaution: - image intensifier should be used during blade insertion to monitor positioning. A dimensional inspection for the tfna fem nail ø10 le 130° l235 timo15 was unable to be performed due to post manufacturing damage. The overall complaint was confirmed, as it was observed that the tfna fem nail ø10 le 130° l235 timo15 was misaligned. However, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a. Device history manufacturing location: monument, manufacturing date: 03-feb-2023, expiration date: 01-jan-2033, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: 4162p24 (sterile), lot quantity: (B)(4). Two pieces were scrapped in cell at qa final inspect, due to an unacceptable surface finish-dings/scratches. Two pieces were reworked for particulate found between inner and outer pouches. Both parts were determined to be acceptable after rework and were released. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection certificate , met all inspection acceptance criteria apart from the two pieces noted. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24700 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿drilling was done next to the blade hole in the nail and blade was inserted next to it¿ does not indicate breakage of the or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no delay. Operation-time 65 mit with drilling the medullary cavity. The surgery was completed successfully. There were no adverse consequences or event that affected the patient .patient status/ outcome: no problems intraoperative.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) photo1, (B)(4) photo2". The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4 h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.